Event description:
The customer reported several milliliters of diluent overflowed from the white blood cell (wbc) bath involving coulter act diff 2 analyzer. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves, laboratory coat, and eye protection and followed the laboratory's risk management plan to clean the fluid spill. Troubleshooting was performed but was unsuccessful. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered baths did not drain. The fse changed the waste filter and waste/vic chamber and resolved the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).